Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, investigation findings, and investigation conclusions) investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: on (B)(6) 2025, the patient came to our hospital for treatment due to diabetes, and was given insulin injection and disposable pen needle as prescribed by the doctor. The tear drop label was found detached when nurse was injecting to the patient. Nurse could not guarantee whether the needle was sterile, so a new disposable pen needle was replaced. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: the tear drop label of one new needle was detached, quantity of needle for this incident was 1. No photos taken, no samples retained, and no customer response is needed. Customer could not confirmed the material code in incident, material code in system: 329487. Sample availability: no. Sample availability details: no sample available.